Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had battery issues. After a new battery cap was installed, the customer received a failed battery test. The customer reported his blood glucose levels fluctuated from 50 mg/dl to 300 mg/dl. The product was not returned. Nothing further to report.